Manufacturer narrative:
Pump passed the rewind test. Pump failed the prime/seating test. Unable to perform the displacement test, basic occlusion test and occlusion test due to unable to prime. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple no delivery/occlusion alarms in the event date of (B)(6) 2025 started from 11:27:13 to 22:27:15 during basal delivery. Pump was cut open to perform visual inspection and found dried insulin build up on the motor slide. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm was not confirmed. Unable to prime due to dried insulin build up on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported recurring insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer has tried all remedies. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.